Manufacturer narrative:
Insulin pump passed displacement test and self test. No pump error drive count or time values or changes incorrect for moving or coasting. Too slow or too fast. Or motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period. Alarm noted during testing. However, corroded electronic assembly noted during visual inspection. Insulin pump also received with cracked case(battery tube) and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple error alarm. The customer's blood glucose value was 5.9 mmol/l. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the pump. The insulin pump passed displacement test. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.